Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said when they lay down, they do not 'feel' stimulation, but if they turn their head up or down more, they feel stimulation. Patient service specialist attempted to gather event date, patient said they realized that sensation even with the trial, if their head was down, that's when they would feel stim. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed programming could be adjusted by working with reps. Patient said the implant was the best thing to ever happen to them.